Event description:
It was observed that during the device evaluation, the subject device exhibited the charged coupled device (r-unit) is broken, the pixelshift is incorrect, the video cable is broken and stripes in image occur. There was no patient involvement.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.